Event description:
A report was received that the pt was experiencing charging difficulty due to non-device related weight loss. The physician decided to replace the ipg. The ipg replacement was due to physician preference.